Event description:
The patient reported, she was unable to charge her scs ipg. The patient also reported experiencing tenderness at her scs ipg pocket site. A replacement charging system was sent to the patient. Follow-up identified the charging system did not resolve the issue. Additionally, the patient was experiencing nausea due to having to press the charging system against the pocket site in order to charge her scs ipg. Subsequently, the patient was no longer receiving stimulation. Further follow-up identified the patient's charging issue was due to the position of her scs ipg pocket site. The scs ipg pocket site was repositioned which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.